Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the device had appearance defect, air/water leakage issue, and abnormal image was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the image with the hd camera head froze occasionally on its own. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received (updated b3/b5), and corrections to h4 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not reporcuded, it is likely that water invaded the device through a crack in the switch button (sw) and temporarily disabled communication. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The issue occurred during a transurethral resection of the prostate (turp) procedure, the purpose for which was treatment. The procedure was completed using another camera head.